Event description:
The customer reported during the procedure, a small plastic piece fell from the handle of the device but did not fall into the pt cavity. The device then would no longer open. Tissue around the jaws was resected in order to remove the device from tissue. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2011. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.